Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had pump error alarms. Customer's blood glucose value was 144 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected software error, the motor arm cannot communicate with the main arm alarm, or hardware low level failures error alarms noted during testing however, the formatted history file confirmed software error and the motor arm cannot communicate with the main arm alarms due to a software error and hardware low level failures error is also found in the formatted history file due to broken traces at of the keypad assembly. Device was received with case cracked behind the device near the battery compartment and cracked battery tube threads.